Event description:
While reviewing programing history for the patient it was noted that there was an incomplete systems diagnostics on the date of implant. The change was noticed by the physician and the normal mode was corrected but the patient's magnet mode was left at 1.0 ma. It is unclear if this was done intentionally. The patient came in to their next appointment at different settings. It is unclear if the settings were correct the day of surgery by another programming system or if it was done on a different date.

Manufacturer narrative:
Analysis of programming history.